Event description:
Healthcare professional reported "rupture" via "CT scan" and "MRI". This record is for the "left" side. The device was explanted and is not available for return.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.